Event description:
It was reported the event occurred on a (B)(6) female pt in the dialysis dept. The insertion site was right internal jugular vein. The catheter broke off while the pt was removing her clothes. As a result, the catheter was successfully replaced. They do not know if there was a delay in treatment and no pt death or complications were reported. F/u info received on (B)(6) 2012 states the catheter body broke and the entire catheter was replaced for the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.